Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone that the insulin pump buttons were stopped working. Customer¿s blood glucose was unknown at the time of incident. Customer was not able to give bolus. The insulin pump will not be returned for analysis.